Manufacturer narrative:
Based on the available information the device was discarded and will not be returned, therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that a patient was revised because due to an axsos3 distal femur plate breakage, which resulted in a revision surgery. No further information is available.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned. In addition, the reporter mentioned that it was "suggested that the plate was implanted with the leg in varus, and therefore that contributed to the plate failure, but I don¿t have any confirmation of that from the surgeon". It is therefore impossible to confirm or use this statement as no other evidence (such as medical reports or x-rays) were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are needed currently. A review of the labeling did not show any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available to decide the root cause of the complaint event. If the device is returned or if any other information is provided, the investigation will be reassessed.

Event description:
It was reported that a patient was revised because due to an axsos3 distal femur plate breakage, which resulted in a revision surgery. No further information is available.